Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol ventralight st device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery to repair a hernia and a bard/davol ventralight st mesh was implanted during the surgery. As reported, as a result of the implantation of the unreasonably dangerous and defective ventralight st mesh, the patient suffered injuries including, but not limited to, pain and additional surgery. As reported, the attorney alleges general allegations for "past, present and future physical pain and suffering"

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol ventralight st device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name, implant date and 510 (k) number. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years post implant of ventralight st mesh using echos ps, patient was diagnosed with hernia recurrence, seroma, adhesion, scar tissue and abdominal pain thereby underwent repairs with removal of mesh. The instructions-for-use supplied with the device list hernia recurrence, seroma, adhesion and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery to repair a hernia and a bard/davol ventralight st mesh was implanted during the surgery. As reported, as a result of the implantation of the unreasonably dangerous and defective ventralight st mesh, the patient suffered injuries including, but not limited to, pain and additional surgery. As reported, the attorney alleges general allegations for "past, present and future physical pain and suffering." Addendum per medical records provided: (B)(6) 2012 - patient was diagnosed with recurrent incarcerated incisional ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device #1). Per operative notes, ¿there were two obvious hernias with a significant amount of bowel incarcerated in each and were taken down. A ventralight st mesh using echo ps (device #1) was placed and tacked to the abdominal wall.¿ (B)(6) 2017 - patient was diagnosed with recurrent incarcerated ventral incisional hernia containing a loop of small bowel thereby underwent lap-open repair with the partial removal of mesh (device #1). Per operative notes, ¿a palpable ventral hernia just inferior to umbilicus was noted. The mesh (device #1) was encountered. A loop of small bowel herniated through a defect just superior to where the mesh appears to end and is densely adherent to the overlying mesh which makes impossible to reduce the hernia without excising a portion of the mesh. The small bowel is reduced into the abdomen and the existing mesh used to close the fascial defect since it was well incorporated throughout the midline abdomen. The midline fascia is closed with suture incorporating the mesh in the closure.¿ (B)(6) 2017 - patient was diagnosed with complex ventral incisional hernia and abdominal pain thereby underwent open repair with the removal of mesh (device #1) and implanted with ventralex st (device #2). Per operative notes, ¿dense scar tissue and adhesions were identified and what looks like layers of mesh further dissection reveals adhesion formation with multiple loops of bowel stuck to portion of mass. Hernia in the left abdomen just beneath the umbilicus was easily reduced. Mesh (device #1) was dissected away from the abdominal wall and a medium ventralex st mesh (device #2) was placed into the area of defect and sutured incorporating additional mesh in the closure to assure good abutment of the mesh to the anterior abdominal wall.¿ attorney alleges that the patient had adhesions, bowel obstruction, pain & suffering, hernia recurrence, seroma, scar tissue causing abdominal tenderness, limited physical activity and additional surgery.